Event description:
The device was used during a lobectomy procedure. Reportedly, the staples did not form properly and bleeding was observed. The surgeon used suture to control the bleeding and complete the procedure. The hospital has reported no pt injury occurred.